Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the device failed test steps during testing. The device's active exhalation control module and sensor board were replaced to address these issues.